Event description:
It was reported by service report that there was intermittent power to the bed. It was reported that there was no pt involvement, the event did not occur during surgery, there was no medical intervention, and no adverse consequences.